Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter state: (B)(6).

Event description:
It was reported that a pinhole balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and mildly calcified superficial femoral artery. A 4.0 x 60mm, 135cm ranger paclitaxel-coated pta balloon catheter was selected for the endovascular therapy procedure. During the first inflation at 12 atmospheres for approximately one minute, the middle part of the balloon ruptured. After decompression, the device was removed from the body and the procedure was completed with another of same device. There were no patient complications reported.